Event description:
Procedure type: hemicolectomy. According to the reporter: the device would not release from tissue after it was fired. Fired another device then cut the tissue to remove the device. The device stopped firing, jammed and got stuck onto tissue, there was no cut. Or time was not extended and there was no additional bleeding. No patient injury was reported. No other information was given to the sales representative and no additional information was available at this time.

Manufacturer narrative:
Date of initial report sent: 12/05/2008.